Manufacturer narrative:
Section h3 device evaluated by manufacturer corrected from yes to no on 17mar2023. Section h3 device not evaluated by mfg corrected from none selected to device evaluation anticipated, but not yet begun.

Event description:
The customer observed falsely depressed alinity c carbon dioxide results for multiple patients across multiple instruments. The following example data was provided and questioned by a physician (units of measure: mmol/l): (B)(6) 2023 sid (B)(6) initial result = 15, previous results: (B)(6) 2023 = 22, (B)(6) 2022 = 21, and early (B)(6) 2022 = 15 (B)(6) 2023 sid (B)(6) initial result = 14, previous results: (B)(6) 2023 = 21, (B)(6) 2023 = 23 the example data was from pediatric patients receiving treatment for leukemia. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed alinity c carbon dioxide results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 63098uq10 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity c carbon dioxide assay for lot 63098uq10 was identified.

Manufacturer narrative:
Completed information: patient identifier: sids: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity c carbon dioxide results for multiple patients across multiple instruments. The following example data was provided and questioned by a physician (units of measure: mmol/l): on (B)(6) 2023, sid: (B)(6), initial result = 15, previous results: on (B)(6) 2023 = 22, on (B)(6) 2022 = 21, and early dec2022 = 15. On (B)(6) 2023, sid: (B)(6), initial result = 14, previous results: on (B)(6) 2023 = 21, on (B)(6) 2023 = 23. The example data was from pediatric patients receiving treatment for leukemia. No impact to patient management was reported.